Manufacturer narrative:
Product event summary: the sheath, 4fc12 with lot 13428, was returned and analyzed. Visual inspection of the sheath showed the stopcock was intact with no apparent issues. Air aspiration was reproduced when a test balloon catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking and torn. In conclusion, the reported air aspiration has been confirmed through testing. The sheath, 4fc12 with lot 13428, failed the returned product inspection due to a leaking hemostatic valve.

Event description:
It was reported that during a cryo ablation procedure, when aspirating the sheath, both air and blood were aspirated. It was noted that the physician felt the sheath was "leaky:. The sheath was replaced with resolve and the case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.